Event description:
Ous MDR - after an implantation time of about 13 months, it was reported that the patient was found with ventricular fibrillation and had to be externally resuscitated. The ICD could no longer be interrogated after the defibrillation. It was explanted and returned to biotronik for analysis. Biotronik has no further information regarding the two leads regarding their whereabouts and whether they were also explanted.

Manufacturer narrative:
The ICD was first subjected to a visual inspection after receipt at our facility. During which, signs of wear and flash over were detected on the ICD housing. The pointed spots of locally melted titanium suggest flash over during shock delivery between the housing and the hv-1 lead cable. As was observed in the clinical setting, it was not possible to interrogate the ICD. The ICD housing was opened and the inner structure was inspected. During inspection of the electronic module, damage to the shock power amplifiers was found. This damage suggests shock delivery along an external low-ohm shock path, which is in alignment with the traces of flash over seen on the housing. With the damaged shock power amplifier, the result was a high current that led to the battery discharging and thus to the clinical observation. This kind of damage suggests that the lead insulation was damaged due to rubbing against the housing and is not a suggestion of a device malfunction. In summary, the analysis yielded damage to the shock power amplifier and a resulting battery discharge due to the shock delivered along an external low-ohm shock path. The signs of flash over and wear on the ICD housing suggest a damaged lead insulation as the root cause. There was no material or manufacturing defect present.